Event description:
The patient received a trusculpt procedure to the submental area. The device operator inadvertently included part of the anterior, middle area of the neck in the procedure. The patient reported developing a small lister on the anterior of the neck. The patient did not notify the physician to report the blister until after the area had already healed (approximately 1 month after the date of the procedure). The patient presented with a residual divot in the surface of the skin on the anterior neck the patient managed the wound care of the blister. The device was used to perform procedures on other patients both before and after this patient with no report of adverse events or side events or side effects. The device performed as intended.

Manufacturer narrative:
The patient did not report the adverse event until 1 month after the date of the procedure. The device was used during the month after the event to perform procedures on other patients with no report of side effects or adverse events. The device was not returned to cutera. The device performed as intended as reported by the device operator.